Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: two (2) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the units passed functional testing. Visual inspection revealed dust particles/contamination within the strain relief of the batteries. The observed dust particles/contamination did not affect the functionality of the device. The batteries were able to adequately connect to and provide power to a test controller; no damage was observed within the strain reliefs or outer sheaths of the cable assemblies. As a result, the reported event could not be confirmed, however, it is likely the observed contamination was perceived by the patient as the reported event. Internal inspections did not reveal any anomalies. A possible root cause of the observed dust particles/contamination event can be attributed but not limited to the handling of the devices. Additional products: d4: serial or lot#: (B)(6) d9: yes, return date: 10-feb-2023 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01 h6: FDA results code(s): c15 h6: FDA conclusion code(s): d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional product: brand name: heartware ventricular assist system ¿ battery. Model #: 1650, catalog #: 1650, expiration date: 31-nov-2021, serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 02-nov-2020. Labeled for single use: no. Patient ime code(s): e2403, imf code(s): f26, img code(s): g02004, FDA device code(s): a04 , FDA method code(s): b21, FDA results code(s): c21, FDA conclusion code(s): d16. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery cables were damaged and the insulation under the bend relief was torn, broken and cracked. The batteries was replaced. No patient complications have been reported as a result of this event.